Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was having highs and treated with manual injections before going low. The customer was at 113 mg/dl at the time of admission, and 100 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as not feeling well and being unresponsive. The customer was wearing the insulin pump during the incident. The customer does not remember if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.